Manufacturer narrative:
The device history records for the nail cap retaining shaft, lot #61200217 were reviewed for deviations and/or anomalies with no deviations or anomalies identified. The condition of the device could not be observed as the product was not returned for review. This device is used for treatment. Initial product history search conducted on september 7, 2016 revealed no additional complaints against the related part and lot combination. The root cause of nail cap retaining shaft fracture could not be concluded.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when the surgeon went to disengage the nail cap retaining shaft from the nail cap, the threaded portion of the nail cap retaining shaft broke off. The surgeon was able to remove the broken off threaded portion.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of instrument fracture. Inspection of the device showed a fracture near the threaded feature. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. A definitive root cause of the instrument fracture is wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.